Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was explanted due to noise on the rv channel. Rv lead was exchanged in 2022 for noise but this did not correct the issue. Should additional information be received this file will be updated.